Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the right ventricular lead's helix would not extend after repositioning for the third time. It was also noted that even after numerous turns the helix would not extend. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.